Manufacturer narrative:
The gdc coil was returned inside a catheter and both products were wrapped around themselves in a gdc pouch. The proximal end of the gdc was stretched to more than 29 cm. The od of the coil was 0.014", and the od of the core wire was 0.00225", which confirmed that the coil was an 0.018" soft coil. From the condition of the coil, it appeared that after its proximal end stretched, it completely unraveled from the welded joint, however, this could not be confirmed because the pusher wire was not returned.

Event description:
It was reported to target that while using a gdc-18 soft coil, it separated while inside the catheter. This malfunction was of no consequnce to the pt's health. The catheter and the coil were both removed.